Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/24/2017 with the following findings: during investigation, it was observed that the display screen was not cloudy therefore the original complaint was unable to be duplicated. It was observed that the display screen was dim and discolored. Unrelated to the initial complaint, the pump was opened and there was moisture damage found on the printed circuit board (pcb). A leak test was performed and failed due to a bolus button leak. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.